Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies found. The returned device had foreign material in the connector. The analyst indicated blood / body fluid ingress in the atrial port of the connector.

Event description:
It was reported that the right atrial (ra) lead exhibited noise for approximately four months beginning after the patient was involved in a car accident. It was noted at the time of lead replacement the lead checked out fine through the analyzer however the physician noticed the atrial port in the implantable pulse generator (ipg) header had blood in it and the header was a little loose. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.